Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 59 mg/dl, 302 mg/dl and 151 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took 10 units of novolog and his normal 60 units of lantus based on the 151 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he no longer had any strips left, so no product will be returned for evaluation.